Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant one attempted pacing lead dislodged, and another pacing lead exhibited placement difficulty. The pacing leads were not used and were replaced. No patient complications have been reported as a result of this event.